Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used on a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the hemostat forceps broke. Another forceps from the hospital were used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used on a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the hemostat forceps broke. Another forceps from the hospital were used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the hemostats revealed one prong to have broken adjacent to the hinge. The fracture surfaces presented no voids in the material or other casting imperfections that might have contributed to this event. The hemostats appear to have broken while undergoing stress, most likely while being forcibly closed. It was noted that the condition of the returned unit was consistent with the complaint incident that the hemostat broke. A visual examination of the hemostats revealed one prong to have broken midway between the hinge and the finger ring. Per the event information, the issue was noted during the procedure and outside the patient. Therefore, the most probable root cause is ¿operational context.¿ a device history record (DHR) review of lot number 15952880 was performed and revealed no issues related to the reported complaint a lot history search was performed and found no other complaints against lot number 15952880.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.